Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the tracheal intubation fiberscope exhibited the adhesive around the light guide lens was peeled and the connecting tube had the coating peeling. There was no patient involvement.